Event description:
Beeps size "mismatch & check syringe" frequently. Tested in hosp biomed: low battery, would not program using arrow keys. Programmed with touch pad, ran 20 min, then alarmed size mismatch. Another MFR's 60 cc syringe used (standard syringe used at rptr's facility).